Manufacturer narrative:
The investigation was based of the analysis of given information and log inspection of the affected carina. The logfile showed that the power switch was switched off during active ventilation at the reported time. The device alarmed as specified. The switch off procedure is described in the IFU. It is not possible to do this directly. The user must stop the ventilation, this sets the device in the standby state. Then, the power switch can be switched off and the device will shut down. This is the intended safety behavior. If the power switch is switched off during active ventilation, a corresponding alarm message is displayed. No technical could be detected failure, also nor hints of a non-working display can be found. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the investigation results this case is considered not to be reportable according to the medical device regulation (MDR 2017/745) as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence.

Event description:
It was reported that the inhalation therapist saw on the "technical problem" screen that the display was no longer responding and the on/off button was not working. The inhalation therapist had to unplug the device to turn it off. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the inhalation therapist saw on the "technical problem" screen that the display was no longer responding and the on/off button was not working. The inhalation therapist had to unplug the device to turn it off. No patient health consequences have been reported.